Event description:
It was reported that during service and repair pre-testing, it was observed that the small battery drive device made an unusual noise and vibrated when running. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to various worn components and ball bearings deterioration from normal wearout. If additional information should become available, a supplemental medwatch report will be submitted accordingly.